Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A laser technician stated that when the physician pressed the left pedal during an excimer laser procedure, pupil was lost and system gave an overrun calculation error message despite laser ready message was seen. Process was cancelled. The same process was tried again and the problem was resolved. The process was performed successfully. This problem has occurred on a few patients surgeries. No harm to the patient was reported. Additional information was requested and received.

Manufacturer narrative:
Additional information provided. The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows that all started treatments were completed to 100% and all laser system functions were within specifications at this day. The reported pupil lost problem can be confirmed in the logfiles. However, the logfiles show no reported calculation overrun error message despite 'laser ready'. The pupil lost is most possibly because the pupil is not in the requested area or the brightness of light was adjusted incorrectly. At any case, the message ¿calculation overrun¿ is a status message from the system to the user that system has lost pupil tracking/overlay (quality set to 0%) in dependence on the pupil size and possible pupil position. It is a result of basically the error message : ¿no pupil detected.\nadjust patient and go on with laser pedal¿. The reported pupil lost problem can be confirmed. The pupil lost is most possibly because the pupil is not in the requested area or the brightness of light was adjusted incorrectly. The manufacturer internal reference number is: (B)(4).